Event description:
In 2003 while at a restaurant, pt states they lost consciousness for a few seconds and was taken to e.r. At a hospital to be evaluated. They stated a number of tests were run and all results were negative. They were kept overnight for evaluation and were not symptomatic and released the next morning. Pt has continued treatment without interruption.